Manufacturer narrative:
Angioscore does not manufacture, distribute or import the asahi prowater coronary guide wire. The asahi prowater coronary guide wire was made available for eval on (B)(4), 2011. Angiosculpt evaluation summary: the angiosculpt catheter that was used in the same procedure as the suspect medical device (asahi prowater coronary guide wire) was returned to angioscore and evaluated. The angiosculpt catheter was returned with both the guide wire and guideliner intact. All device components were present. The ex guide wire exit port on the catheter was damaged and lacerated from the ex guide wire exit port to the transition tube; however, the catheter remained intact. The returned guide wire kinked/prolapsed. Due to the kinked guide wire, neither guideliner nor the guide wire could be removed from the catheter. The inner segment of the returned guide wire (not manufactured by angioscore) was detached, but the guide wire was held together by the outer segment (coils) of the guide wire, which had uncoiled.

Event description:
Initial information received: a 6f guideliner was used for the case and helped to provide support to advance the angiosculpt balloon. Following a couple of angiosculpt inflations in the rpda the balloon could not be retrieved. The balloon, prowater guidewire, the guideliner and the guide catheter had to be all removed together. It was then apparent the wire had been trapped at the exit port of the angiosculpt monorail, and although the wire was broken, entire wire was retrieved (attached to the balloon). Follow-up information received: the equipment was retrieved without additional intervention or equipment required. The wire remained within the angiosculpt balloon and was retrieved in one piece, guide catheter, wire and balloon all together. No indication that any piece of equipment was left behind and the patient was totally fine with no harm or hurt.